Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error occurred in the underlying data source. The fatal error popped up while doing the inventory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred in the underlying data source. A technical support specialist (tss) found that the station database was above 10 gigabytes (gb). Shrinking the database did not reduce it below the 10 gigabytes threshold. The tss ensured that no new data was being uploaded and then resynchronized the device. After the resynchronization, the database was successfully shrunk. The stations database size was stabilized within the 5 gigabytes range. The system functioned after the technical support specialist troubleshot the device.